Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug. It was reported that the patient was having problems assessing their bolus, the communicator appears not to find the pump. Per the reporter, it takes longer but the patient eventually gets their bolus. They did not know if it was the handset or the ptm. The company representative stated that there was no concern of pump placement or being flipped. The patient stated that this has been happening over the last week or so. Troubleshooting options were discussed and the company representative would follow up with the patient. An email was sent to repair for a replacement device. Communication issues and problems connecting. The agent did troubleshooting and believes the patient may have a bad communicator. Additional information was received from a healthcare provider and consumer via a company representative. The reason for call was follow up the previously reported issue. The patient was having a very difficult time getting the communicator to communicate with the pump, "like it's stalling out." Communication will get to 91%, and take a very long time to finish; "it's like a 10 minute process" per the patient. At the time of the report they powered cycled the handset and the communicator. Optimal placement of the communicator over the pump based on location of telemetry module in the pump was also reviewed. They were able to get ptm to connect to the pump relatively quickly while on the call. It was advised to review best practices of ptm use with the patient including minimizing possible electromagnetic interference (emi) whenever possible. 2021-07-05 e1 (re/hcp) additional information received reported that this was an ongoing communication that was still occurring following replacement of their prior communicator. The cause for the communication issue was unknown but it wasn¿t an abnormally long time. The issue was resolved. They reset the handset and communicator and a bolus was successful post reset. 2021-08-24 (B)(4): document contains no new information.